Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the middle segment measuring 47.8cm was returned for analysis. External insulation abrasion was noted at 0.5-3.0cm and 19.7-21.0cm from the reference point, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 29.7-30.2cm from the reference point, consistent with lead friction to the ICD can. The outer coil was exposed at these locations.

Event description:
This report is to advise of an event observed during analysis.